Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a pacemaker implantation procedure. During the procedure, it was found that the right ventricle (rv) lead exhibited unspecified helix rotation issues. The rv lead was not used. The physician continued with another rv lead and completed the procedure. There were no patient consequences reported.

Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented for a pacemaker implantation procedure. During the procedure, it was found that the right ventricle (rv) lead exhibited unspecified helix rotation issues, high capture threshold and high pacing impedance. The rv lead was not used. The physician continued with another rv lead and completed the procedure. There were no patient consequences reported." Rather than "it was reported that the patient presented for a pacemaker implantation procedure. During the procedure, it was found that the right ventricle (rv) lead exhibited unspecified helix rotation issues. The rv lead was not used. The physician continued with another rv lead and completed the procedure. There were no patient consequences reported."

Event description:
It was reported that the patient presented for a pacemaker implantation procedure. During the procedure, it was found that the right ventricle (rv) lead exhibited unspecified helix rotation issues, high capture threshold and high pacing impedance. The rv lead was not used. The physician continued with another rv lead and completed the procedure. There were no patient consequences reported.

Manufacturer narrative:
Correction: the correct medical device problem code should have been "failure to capture", rather than "capturing problem". The correct b5 statement should have been "it was reported that the patient presented for a pacemaker implantation procedure. During the procedure, it was found that the right ventricle (rv) lead exhibited unspecified helix rotation issues, high pacing impedance and was failing to capture. The rv lead was not used. The physician continued with another rv lead and completed the procedure. There were no patient consequences reported.", rather than "it was reported that the patient presented for a pacemaker implantation procedure. During the procedure, it was found that the right ventricle (rv) lead exhibited unspecified helix rotation issues, high capture threshold and high pacing impedance. The rv lead was not used. The physician continued with another rv lead and completed the procedure. There were no patient consequences reported."

Event description:
It was reported that the patient presented for a pacemaker implantation procedure. During the procedure, it was found that the right ventricle (rv) lead exhibited unspecified helix rotation issues, high pacing impedance and was failing to capture. The rv lead was not used. The physician continued with another rv lead and completed the procedure. There were no patient consequences reported.